Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture was noted on the right atrial lead. When the lead was tested, the patient complained of feeling light headed. The lead remains in use, and the physician plans to assess it under fluoroscopy. No further patient complications have been reported as a result of this event.